Event description:
It was reported that the hcp noted fluid in the pump pocket and had difficulty refilling the pump. The patient's symptoms returned and were not being managed by the infusion. The pump contained morphine. The pump was explanted and replaced, due to a motor stall. No patient injury was reported; the patient recovered without sequelae.